Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12978. It was reported that the patient had a procedure for a regular implant. It was noted post implant, after the pocket was closed that far field oversensing of atrial events was observed on the right ventricular lead. This led to inappropriate biventricular pacing post sensing of the atrial event. Programming changes were made. There were no negative patient consequences. The patient was stable.